Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and inserted into the left atrium (la). However, difficulties obtaining groin access occurred, and multiple attempts to access the femoral vein were made, and a structure was visible, attached to the wire. It was noted that it was only visible for a moment. In the physician¿s opinion, the structure was a piece of tissue originating from the venous vascular system and the sgc did not cause or contribute to the tissue damage. Additional heparin was administered. It was noted that the physician did not want to aspirate. The sgc, including the wire, was removed from the patient. The devices were examined, and a small tissue structure was observed. The procedure was continued. One clip was then implanted, reducing mr to a grade of 1-2. It was noted that the clip was stable on both leaflets. On (B)(6) 2025, the patient was diagnosed with arteriovenous (av) fistula. In the physician's opinion, the sgc did not cause or contribute to the av fistula. On (B)(6) 2025, during the treatment of the complication, the patient required resuscitation and passed away. In the physician's opinion, the sgc did not cause or contribute to the patient death.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided, the reported difficult to insert into anatomy cannot be determined. Additionally, the reported patient effect of perforation of vessels, fistula, and death are listed in the mitraclip system instructions for use and are known possible complication associated with mitraclip procedures. The reported perforation of vessels, fistula, and death could not be determined. The reported hospitalization, surgical intervention, medication required, and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.